Event description:
The device was advanced through the endoscope. During closure of the clip onto the tissue site, the handle spool separated. A back and forth motion with the remainder of the handle was used to successfully release the clip. Post procedure, the pt's condition was reported as good.